Event description:
Reported that plastic cover fell off of the box. No immediate problem detected as patient was pacing/sensing occasionally at rate of 70. Then noted no pacing, pulse, or respiration. Code called, CPR commenced; noted no led lights were on to indicate pacing. Device turned on with second attempt, pacing resumed, pt recovered.